Manufacturer narrative:
Device is not required to be returned for investigation due to a known issue.

Event description:
The customer received 11 discrepant coaguchek xs pro meter to lab comparisons involving 5 different patients on (B)(6) 2018. The erroneous results were reported outside the laboratory. Patient 1 was tested on meter (B)(4) and the result was 5.2 inr. The venous blood lab test was performed within 7 hours and a result of 3.6 inr was obtained. Patient 1 was tested on meter (B)(4) and the result was 2.2 inr. The venous blood lab test was performed within 7 hours and a result of 1.7 inr was obtained. Patient 2 was tested on meter (B)(4) and the result was 3.2 inr. The venous blood lab test was performed within 7 hours and a result of 2.4 inr was obtained. Patient 3 was tested on meter (B)(4) and the result was 2.5 inr. The venous blood lab test was performed within 7 hours and a result of 2.0 inr was obtained. Patient 3 was tested on meter (B)(4) and the result was 2.0 inr. The venous blood lab test was performed within 7 hours and a result of 1.5 inr was obtained. Patient 4 was tested on meter (B)(4) and the result was 2.5 inr. The venous blood lab test was performed within 7 hours and a result of 2.0 inr was obtained. Patient 4 was tested on meter (B)(4) and the result was 4.7 inr. The venous blood lab test was performed within 7 hours and a result of 3.6 inr was obtained. Patient 4 was tested on meter (B)(4) and the result was 4.7 inr. The venous blood lab test was performed within 7 hours and a result of 3.9 inr was obtained. Patient 4 was tested on meter (B)(4) and the result was 4.1 inr. The venous blood lab test was performed within 7 hours and a result of 2.9 inr was obtained. Patient 5 was tested on meter (B)(4) and the result was 4.1 inr. The venous blood lab test was performed within 7 hours and a result of 2.9 inr was obtained. Patient 5 was tested on meter (B)(4) and the result was 4.2 inr. The venous blood lab test was performed within 7 hours and a result of 2.9 inr was obtained. The lab uses the dade innovin reagent. The patients have a therapeutic range of 2.0-3.0 inr. Meter was coded correctly during the tests. Strips have been stored correctly in the strip vial. The fingers were clean and dry prior to the fingersticks and the blood was applied to the test strip within 15 seconds of the fingerstick. No issues with the patients hematocrits were reported and they do not have antiphospholipid antibodies. Patients are not on heparin or direct thrombin inhibitors. There was no allegation of an adverse event. Retention test strips (304973-11) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.